Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of metal shavings was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported metal shavings include a material fatigue issue. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.